Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier jammed. If you press at the back, nothing happens in front; the clip does not come out.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73e1800023 was manufactured on 05/01/2018 a total of (B)(4) pieces. Lot was released on 05/04/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and the first clip protruding from the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip became stuck in the bent rotation tab. The clip was manually removed and the trigger cycle was completed. Resistance was felt upon engaging the trigger and a closed clip also fell out of the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The sample was received with 13 clips remaining including the partially loaded clips, indicating that 2 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. CAPA (B)(4) has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "applier jammed" was confirmed based upon the sample received. One device was returned with the rotation tab bent and the first clip protruding from the channel.

Event description:
It was reported that the applier jammed. If you press at the back, nothing happens in front; the clip does not come out.